Manufacturer narrative:
Updated fields: g4, d4, d10, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: device history record (DHR) - lot 162604, conformed to the specifications when released to stock on the 17th october 2017. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming, occlusion, leak, relux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
4 of 5 reports. Other mfg report numbers: a physician reported occlusion of a certas valve: patient's initials: (B)(6). Date of implant: (B)(6) 2018, date of explant: (B)(6) 2020, date of malfunction: (B)(6) 2020. Valve malfunction: normal csf flow from ventricular catheter, normal distal runoff when distal tubing tested alone with manometer. Tested valve on the back table after procedure, obviously occluded. Signs/symptoms of malfunction: headache, eye pain, enlarged ventricles on imaging, poor po intake, vomiting. Delay in procedure: no. Issue discovery: after implantation. Present patient condition: recovered to baseline. Additional information: priming was performed successfully prior to valve insertion. The medical staff successfully changed the valve settings prior to the revision surgery, no patient improvement; therefore it was replaced.